Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On 9 may and 14 may 2024, it was reported that the patient experienced that six infusion sets were leaking at the site. Infusion set was in use for 6 hours to one day. Patient blood glucose level was 6 - 12mmol/l no further information was available.

Manufacturer narrative:
MDR - device 2 of 6.